Event description:
Event description cpi received information that two myocardial leads were capped. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician found 'noisy epicardial leads'. The leads were replaced with a new sensing lead.